Event description:
It was reported that an occlusion alarm occurred. Customer resolved issue prior to calling cts. Troubleshooting could not be performed. Customers blood glucose was 300 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.